Event description:
It was reported that the insulin pump had an error alarm and the customer was unable to clear it. No further information reported.

Manufacturer narrative:
The insulin pump was received stuck in the a39 alarm loop during power up; the problem is isolated to the interface board. Unable to perform the displacement test or verify unresponsive button keypad due to a39 error alarm. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.